Event description:
The customer reported the ventilator was auto cycling. The customer reported the ventilator was not in use therefore there was no pt harm or involvement. The respironics service technician was able to duplicate the reported problem. The service technician replaced the 3 station solenoid to correct the reported problem. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Three station solenoid.